Manufacturer narrative:
G4:16mar2021. B4:20mar2021. The bio-medical engineer replaced the power management pcba. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020 .

Event description:
The biomed reported v60 diagnostic code error code consistent with primary alarm failed. The remote service engineer (rse) advised the biomed the likely failure is one of the v60 speakers. The biomed verified diagnostic code primary alarm failed has been logged in the significant event log. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.